Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the ec11 device used on? Are all components of the ec11 in standard count post procedure? Were all the counts correct following the procedure? What portion of the device was found on thorax scan? What was the date of the second procedure to remove the device? Do you have any photos of the device for review? Do you have the portion of the device for evaluation? What are the patient age, gender, weight, medical conditions? What is the current condition of the patient?

Event description:
It was reported that the patient underwent surgical treatment for carcinoma of esophagus on (B)(6) 2017. After the procedure, a verification of a thorax scan showed a deviation and likely part of the device used during surgery was left in situ. A re-thoracoscopy procedure confirmed this situation and a second procedure was performed and the device part left behind was removed successfully. The hospital has indicated the incident was not device related. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the surgery was an oesophagus resection. There is no information on which tissue exactly the ec11 was used. Part of the ec11 combination suture fell off of the ess15 during surgery. The part that fits into the ess15 and helps the slipping knot of the ethibond suture to be performed. The product part was removed during revision procedure and not kept.